Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturing site for investigation. Evaluation of return sample by visual inspection showed that lens was cut in two pieces with one haptic detached and opposite haptic still attached to optic. Visual inspection under 12x microscope magnification showed the lens was identified as a tecnis model multifocal acrylic 1-piece intraocular lens, due to the type of haptics and presence of diffractive ring pattern on the optic. The condition of the lens was consistent with a lens that has been explanted, and the optic appeared damaged with scratches present. No further analysis was possible due to damaged condition lens was received. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. There were no process and / or material changes within the order number. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date of event: corrected to (B)(6) 2014. If explanted, give date: corrected to (B)(6) 2014. Gender: male. Explant of intraocular lens (iol) from patient's left eye. Patient's post-operative outcome, doing very well and healing nicely. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Unexpected post op refraction. Additional information received from the physician stating that the reason of explant being incorrect power noted post implant. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted in a secondary procedure. The reason for the explant is unknown. Patient gender is not known. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.